Event description:
It was reported that a malfunction alarm was displayed, identified as malf 0. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the caller in resetting the pump, and there was no recurrence of the malfunction code after the reset. The customer was instructed to continue using the pump and advised to call back if the issue recurred. The customer acknowledged and understood the instructions.